Event description:
The customer reported that air entered the line during a surgical procedure, and the patient reportedly went into atrial flutter as a result. The anesthesiologist reportedly saw a large amount of air in the set and was not certain of the entry point. He thought that the y-sit may have been cracked or was not functioning properly. The patient was turned on their side, the tubing was changed and the patient went back into normal sinus rhythm. It is not known whether or not the patient had atrial flutter prior to this event. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.